Manufacturer narrative:
The surgeon reported that the device was functional and well-stable, and there was no apparent pathology associated with the device.

Event description:
The patient's left mandibular component was removed due to heterotopic bone.